Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, approximately 2 minutes into the ablative phase, a drip from the ray tech was noticed. The machine was manually paused. The physician checked the ray tech and it was wet. There was a 90-second delay and the case was aborted. The patient had a minor cervical burn at 4:00 on the cervix. The burn was treated with sylvadene and levaquin. There were no error messages on the machine when the problem was noticed. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.